Event description:
It was reported four issues by the patient that he was experienced high blood glucose due to the patient had inserted infusion set at scar tissue which result the cannula bent and was treated with correction injection via mdi (multiple daily injection) on (B)(6) 2026.

Manufacturer narrative:
MDR 3003442380-2026-41252 / initial 1 of 4. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.